Manufacturer narrative:
Although requested, the electronic log files from the device associated with this complaint have not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not power. They reported this did not occur during patient use.